Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported constant air in line message which was not reproduced. A review of the event history log identified air in line messages. The reported condition was verified. The cause was determined to be the ultrasonic sensor reading was out of the calibrated specification. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed constant air in line during programming/set up in the medical surgical 1 department. There was no patient involvement. No additional information is available.